Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the blue winged "nut" (cap) after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed and observed a leak. The reported condition was verified. The cause of leak was due to damaged blue winged cap. The cause of the damaged blue winged cap was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.